Event description:
It was reported that during an afib ablation, it was noted that the echo showed a thrombus like substance on the catheter. The catheter was removed and the procedure was aborted. There were no reported pt injuries. The pt remained in the hosp overnight per normal protocol.

Manufacturer narrative:
The lasso catheter has been received for evaluation. The catheter's loop and rings look normal and clean. The device evaluation is still in progress. This report will be updated upon completion of the evaluation.